Event description:
It was reported the customer received a blank display. Customer's mother stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting found the customer's battery compartment was not damaged or corroded. The customer was advised to insert a new battery and if the display does not return, revert to a back-up plan. Customer's blood glucose was 300 mg/dl. The customer will be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.